Event description:
At about 1 year and 3 months from the primary, the patient came in presenting instability and the cause is unknown. The surgeon revised the metaphysis from a +0/0&deg; to a +9/20&deg;r metaphysis and revised the liner from a d 36/+3mm to a d 36/+6mm liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 february 2026 reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2405704:(B)(4) items manufactured and released on 26-jul-2024. Expiration date: 10-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0120 humeral reverse hc liner d 36/+3mm (k170452) lot 2402062: (B)(4) items manufactured and released on 07-may-2024. Expiration date: 18-apr-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.